Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, while obtaining antegrade access for an angiogram in the right superficial femoral artery, a micropuncture transitionless access set's wire separated. Access was obtained using ultrasound guidance, and blood return was noted upon insertion of the access needle, prior to advancement of the wire. The access site was calcified, and resistance was encountered upon insertion and removal of the wire. The wire was removed through the access needle, at which point the wire unraveled and separated, leaving one-to-two centimeters of the wire in the proximal superficial femoral artery. A covered self-expanding stent was placed to trap the wire fragment against the arterial wall, to prevent migration. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook was unable to review the device history record or complaint history due to a lack of lot information from the user facility. The instructions for use (IFU) states "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt¿; and ¿withdrawal or manipulation of the distal spring coil portion of the mandril wire guide through a needle tip may result in breakage¿. It further states "do not withdraw the wire guide through the introducer needle; breakage may result. If the wire guide tip must be withdrawn while the needle is inserted, remove both the needle and the wire as a unit.¿ the information provided upon review of the complaint file, dmr, and IFU suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Cook has concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Based on the available information and results of the investigation, cook has concluded that an unintended use error contributed to this incident. The IFU instructions warn the user to not remove the wire backwards through the needle as it may result in distal tip breakage. It is possible that the patient's calcified anatomy also may have also contributed to this failure. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
As reported, while obtaining antegrade access for an angiogram in the right superficial femoral artery, a micropuncture transitionless access set's wire separated. Access was obtained using ultrasound guidance, and blood return was noted upon insertion of the access needle, prior to advancement of the wire. The access site was calcified, and resistance was encountered upon insertion and removal of the wire. The wire was removed through the access needle, at which point the wire unraveled and separated, leaving one-to-two centimeters of the wire in the proximal superficial femoral artery. A covered self-expanding stent was placed to trap the wire fragment against the arterial wall, to prevent migration. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: customer name and address = postal: 4814. E3: occupation = dsa team leader. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.